Manufacturer narrative:
Solenoid.

Event description:
Factory failure analysis revealed that the safety valve pilot solenoid (sol2) was not functioning properly. Malfunction of the solenoid as noted during use could result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.